Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection was performed to actual sample and was found acceptable. In addition, a functional test was performed with the cycler machine and the sample functioned as intended with no apparent anomalies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing of the cassette during dwell 2 of their peritoneal dialysis treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient was unable to complete treatment on the cycler or by manual exchanges. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The fluid leak was observed on the tubing on the cassette. There was no fluid observed, in or around the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The complaint device was reported to be available to be returned to the manufacturer for evaluation.